Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that a combi set blood leak occurred at the beginning of a patient¿s hd treatment. The fa reported that blood was observed leaking externally from a pinhole in the combi set, close to where the tubing connects to the blood pump. There was no damage noted on the combi set prior to treatment, and there were no leaks noted during the prime. It was speculated that the tubing was stuck together with glue, and when pulled apart (prior to use) it became damaged, leaving behind a pinhole. There were no reported machine alarms. The patient was dialyzing on a fresenius 2008t machine and utilizing a fresenius optiflux dialyzer. The patient¿s blood was immediately returned, and therefore, blood loss was reported to be minimal. The fa did not care to provide an estimated blood loss (ebl) volume. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The combi set was reportedly available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that a combi set blood leak occurred at the beginning of a patient¿s hd treatment. The fa reported that blood was observed leaking externally from a pinhole in the combi set, close to where the tubing connects to the blood pump. There was no damage noted on the combi set prior to treatment, and there were no leaks noted during the prime. It was speculated that the tubing was stuck together with glue, and when pulled apart (prior to use) it became damaged, leaving behind a pinhole. There were no reported machine alarms. The patient was dialyzing on a fresenius 2008t machine and utilizing a fresenius optiflux dialyzer. The patient¿s blood was immediately returned, and therefore, blood loss was reported to be minimal. The fa did not care to provide an estimated blood loss (ebl) volume. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The combi set was reportedly available to be returned to the manufacturer for evaluation.